Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call for high blood glucose. Blood glucose at the time of incident was 476 mg/dl. Current blood glucose was 476 mg/dl. Customer manually treated for high blood glucose and changed infusion set. Customer reports they have not contacted their healthcare provider regarding the high blood glucose. Based on customer report customer does not allege pump was under delivering. Customer states the drive support cap appears normal (slightly indented). Customer is not calling back to perform an high pressure test. Customer reports the infusion set cannula is bent. The insulin pump will not be returned for analysis.